Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial lead due to suspected myopotentials or electromagnetic interference. The lead was explanted and replaced. The patient is in stable condition following the procedure.

Event description:
Additional information revealed the lead was capped in (B)(6) 2016 due to noise and explanted in (B)(6) 2017 during the rv lead explant procedure. Related MFR number: 2938836-2017-23451.